Event description:
It was reported that a primary audible alarm was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified primary audible alarm post error. During the functional testing was unable to duplicate the reported issue. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventive measure. The interconnect printed circuit board (pcb) was carefully inspected and no physical or any other damaged was found and operated as intended. The pcb did not need to be replaced per customer request. Performed preventative maintenance and all functional testing.

Event description:
Additional information received via email:there was no patient incident.